Manufacturer narrative:
MDR (B)(4) e1: patient city: (B)(6) patient country: colombia name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that infusion set fell off from the body which leads to hyperglycemia. The event occurred on (B)(6) 2026